Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2012. As part of her diabetes regimen, the patient claimed she is on lantus insulin (dose unspecified) and novolog insulin (6-20 units). Due to the alleged issue, the patient reported administering the lower dose (6 units) of her novolog insulin, but continued her dose of lantus as usual. Approximately a week after the alleged issue began, the patient reported having symptoms of shaking, sweaty, hot, and anxious. In spite of her symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter and the patient's process for testing was correct; however the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.